Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The investigation determined the reported perforation appears to be related to procedural condition. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the septum injury. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation, with an mr grade of 4. The steerable guide catheter (sgc) was inserted and the clip was implanted without issue reducing mr to 1-2. After clip placement, when removing the mitraclip delivery system (cds), the septum was observed to be split vertically. No treatment was performed. No additional information was provided.